Event description:
The dealer alleges that forks are bent.

Manufacturer narrative:
Check all stationary in warehouse, didn't found defective fork. Responsible person: (B)(6); date:(B)(6) 2015. Make impact test on the (B)(4) pcs forks, found pass the test. Responsible person: (B)(6); date: (B)(6) 2015. This wheelchair forks are made out of metal, the forks bent happened after 14 month from manufacturing, we believed that is due to impact on forks advice the customer following user manual.